Manufacturer narrative:
Clarification to serial number (B)(4), lot number 62812. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts injector was sticking. The device did not make patient contact and the procedure was completed with a backup device. No injury was noted.